Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse called because patient temperature (pt) was not getting to targeted temperature (tt). States water temperature (wt) has been cold instead of trying to rewarm patient. Spoke with bedside nurse joseph. The arctic sun device had been stopped and was not currently running therapy. Advised to power back on and restart therapy. Patient temperature (pt) (rectal) 96f (oral) 97.5f, targeted temperature (tt) was 96.8f, water flow rate (wfr) was 3.1 l/m ,water temperature (wt) was 78f rate 0.45c/hr. System diagnostics showed that the outlet monitor temperature (t1) was 77.2f, outlet control temperature (t2) was 77.4f, inlet temperature (t3) was 78.1f, chiller temperature (t4) was 42.3f, water flow rate (wfr) was 3.1 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 53 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 2, system hours were 2266.1and pump hours were 911.8. Event log showed alert 11 (patient temperature (pt) 1 below low patient alert). Water temperature (wt) was83.3f. Advised to let the device run for the next 30 minutes and would call back to check in. Called back 30 minutes later and joseph states water temperature (wt) was increased to 104f for a bit but dropped back down. The supervisor advised to stop therapy.

Event description:
It was reported that the nurse called because patient temperature (pt) was not getting to targeted temperature (tt). States water temperature (wt) has been cold instead of trying to rewarm patient. Spoke with bedside nurse (B)(6). The arctic sun device had been stopped and was not currently running therapy. Advised to power back on and restart therapy. Patient temperature (pt) (rectal) 96f (oral) 97.5f, targeted temperature (tt) was 96.8f, water flow rate (wfr) was 3.1 l/m ,water temperature (wt) was 78f rate 0.45c/hr. System diagnostics showed that the outlet monitor temperature (t1) was 77.2f, outlet control temperature (t2) was 77.4f, inlet temperature (t3) was 78.1f, chiller temperature (t4) was 42.3f, water flow rate (wfr) was 3.1 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 53 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 2, system hours were 2266.1and pump hours were 911.8. Event log showed alert 11 (patient temperature (pt) 1 below low patient alert). Water temperature (wt) was83.3f. Advised to let the device run for the next 30 minutes and would call back to check in. Called back 30 minutes later and (B)(6) states water temperature (wt) was increased to 104f for a bit but dropped back down. The supervisor advised to stop therapy. Per follow up information received via task on 04aug2025, transferred to charge nurse who was on shift at the time of discontinuing therapy. They chose to use warm blankets and medication for treatment. The device was running all day to check for issues, and it was found that the heater capacity varied and would only work sporadically. The device was removed from service. They did not have any current information regarding the repair. Transferred to biomed stated that the isolation circuit card seemed to be loose in the card cage. The card was reseated and there did not seem to be further issue. The device has been returned to service.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as the isolation circuit card was loose in the card cage. The card was reseated and there did not seem to be further issue. The device has been returned to service. A DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d,f,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.